Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia with blood glucose value 400 mg/dl. The customer blood glucose level was around 430 mg/dl at the time of incident and the current blood glucose level was 166 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer did allege pump was under delivering because they did not keep blood glucose regulated even auto mode feature was active. Customer stated that the auto mode feature was active. Customer also stated insulin pump had multiple pump error alarm and they were able to able to successfully clear the alarm also able to rewind it. Advised customer to perform self-test which was passed. Customer also reported that air bubbles was present in the tubing. Approximate size of air bubbles was champagne size air bubbles. The insulin pump will not be returned for analysis.